Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified

Event description:
Received a copy of the customer's medsun report from FDA, which states ¿pce intiated in the or by anesthesiologist. After starting the pcea, it was identified there was a leak in the tubing and medication was not reaching the patient. Tubing was changed with appropriate delivery of medication. Leak located just distal to the pump. When the pump was started, tubing was wet and changed immediately. No impact to the patient."the customer later clarified that at the time of the event, the administration set was attached to a 60 ml syringe, the leak occurred at the sealed part of the luer lock connector between the tubing components, and none of the pieces were sequestered for investigation.